Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working after 57,000 joules of fiber use. When the fiber was checked, it was observed that the tip of the fiber broke. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber tip was present and attached to the fiber. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Based on analysis results, there were no physical separations of the fiber body or tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. Microscope inspection did identify the glass cap exhibited a distal circumferential fracture. The glass cap exhibited severe devitrification at the output window, which occurred through use of the fiber. The heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited severe charred debris adhesion on its surface which was indicative of prolong tissue contact. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuous elevated temperatures can lead to fiber damage, including distal circumferential fractures. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, there were no physical separations of the fiber body or tip.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber stopped working after 57,000 joules of fiber use. When the fiber was checked, it was observed that the tip of the fiber broke. The procedure was completed with another fiber. There were no patient complications.